Manufacturer narrative:
(B)(4).

Event description:
The patient's mother reported that the balloon is punctured with no apparent reason, there was no information regarding any required intervention in the report.